Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a service visit to the customer site, a search for similar complaints, and a review of labeling. A field service representative (fsr) inspected the soft key touch pads and was not able to find any damage; the fsr was unable to reproduce the customer's concern. As part of maintenance, but unrelated to the customer's concern, the fsr replaced the old style data station and installed a grounding cable between the keyboard interface and the data station frame per instructions on technical service bulletin. The instrument was performing within specification. Tracking and trending identified no adverse trends. Labeling was reviewed and found to be adequate. Based on the investigation and the available information received, no product deficiency was identified for the cell-dyn 3500 related to the reported issue. The customer's concern could not be reproduced during the investigation.

Event description:
The customer stated a cell-dyn 3300/3500 analyzer generated a visible and physical spark when the operator touched the cell-dyn monitor soft key labeled "main." This occurred multiple times some days. The customer stated she was not injured and did not require medical attention. There was no adverse impact to patient management. An abbott field service representative (fsr) inspected the touch keys and observed no visible damage. The fsr installed a grounding cable between the keyboard interface and the data station frame, and was unable to reproduce the issue after this action.